Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. The customer's blood glucose level was 220mg/dl. A new cartridge was successfully loaded and insulin was resumed. Additionally, the customer experienced an elevated blood glucose (bg) level of 278mg/dl due to miscalculating their carbohydrates when requesting a bolus. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported bolus delivery issue was identified.